Manufacturer narrative:
Please see report # MFR 2031642-2017-03185.

Event description:
Customer reported that the unit has multiple error code messages. The customer reported there was no patient involvement.